Event description:
It was reported to philips that the power button of the review module had failed, preventing a full system boot. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited system onsite and confirmed that the system was unable to boot up. Upon troubleshooting, the fse identified that the power button of the review module was failing. The supplier's part analysis confirmed the review module failure and also found other failures as missing 2 anti slips, damaged buttons, icons on buttons are fading, missing screw at connector, cable strain relief was not tight at connector, and not possible to switch on the system with the power on button. To resolve the issue, the fse replaced review module and performed several restarts, after which the system was returned to use in good working condition and ready for clinical use. The codes were updated based on the investigation outcome.